Event description:
Follow-up information revealed x-rays showed the patient's lead was also fractured. The patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted and replaced. The patient is doing well postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient met with the sjm representative for an impedance check. Diagnostic testing revealed high impedance readings. Surgical intervention is planned to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-23467. The patient's ipg has been added to this event as a new device (device 2). Analysis of the ipg revealed the device tested out of specification in a manner that relates to the reported event.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.